Event description:
It was reported that during the implant procedure, the helix would not extend or retract while in the body. After it was removed, the helix would extend after significant torque was applied and it would not extend slowly, but would "jump". The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): visual analysis noted, the lead was returned with the guide tooth damaged and as a result, the helix would not extend. Electrical testing determined that continuity of the conductors was complete. The inner tubing was kinked at various locations.